Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no visible physical damage. Event history log review was not available. Functional testing was able to replicate the reported issue; the pressure was found to be high. The root cause was determined to be the device¿s pressure switch activation high. The downstream occlusion sensor was recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed psi test; 31.7, 31, 28.7, and 38.9 and needed calibration. The event occurred during testing. There was no patient involvement and no patient harm.